Manufacturer narrative:
It was noted that there were no issues cited with the device performance.

Event description:
A procedure was successfully completed in the proximal right gsv using the clarivein device. On the routine follow up ((B)(6) 2014) the patient presented with a dvt in the common femoral vein. The patient was treated with xarelto. Ultrasound examination also revealed the presence of baker's cysts in the right popliteal fossa. Baker's cyst is known to compress the popliteal vein and to cause dvts. On (B)(6) 2014 the patient presented with a dvt in the right popliteral vein as well as the "superficial femoral vein". The patient had a g.I. Bleed and some hematuria nad was taken off of anticoagulation. A vena cava filter was placed. There was no device associated with the event.